Event description:
The subject had a peripheral thrombus in the anterior tibial artery on the same date two smart control stents were implanted in the left superficial femoral artery. The severity of the thrombus was stated to be mild, and the thrombus was treated by aspiration. There was no report of any adverse effects to the pt and the event was not ongoing at the end of the study. The thrombus was noted to be possibly related to the device and possibly related to the procedure. Multiple attempts to obtain additional information have met with no response to date. The product is not available for evaluation and testing.